Manufacturer narrative:
Section a: patient information has not yet been provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller alarmed with a controller fault when connected to the batteries. The system controller was being charged with the idea that it would be used as a backup system controller. A loaner controller was provided to the patient.